Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support advised patient's father to perform reset on device. Pediatric patient used adult share receiver which is against user guide recommendations. Patient used third party charger which is against user guide recommendations. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).